Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 06/19/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2015 with the following findings: the keypad was fully intact; no damage or peeling was observed. During testing, the up arrow and down arrow keypad buttons were found to be intermittently unresponsive. The ok and contrast keypad buttons responded appropriately to button presses. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the pump¿s vibratory feature was not operational. The pump case was removed and the vibration motor was found to be misaligned. Also unrelated to the complaint, evaluation revealed that the display was dim, faded, and discolored. In addition to the unrelated issues, evaluation revealed that the battery compartment was cracked along the side at the threads and below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).